Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occured. The 80% stenosed lesion was in the mildly tortuous, severely calcified obtuse marginal branch (om). The lesion was originally predilated with a 2.5 x 15mm maverick balloon. The physician was unable to cross the lesion with the taxus express2 2.50 x 20 mm drug eluting stent. Upon removal, it appeared the stent struts were open at tip. The stent was not deployed or partially deployed. The lesion was then pre-dilated with a 2.5 x 15mm maverick balloon and the procedure was successfully completed with another taxus stent. No pt complications were reported. Pt status is reported as "fine".